Manufacturer narrative:
Film evaluation results are: the exact cause of the distal type I endoleak leading to the aneurysm expansion could not be determined from the films provided. The original in-vivo configuration of the stent graft at implant is unknown; it is unclear where the most distal device was implanted, and if it may had migrated out of the distal aorta or from one of the iliac arteries. Off-label use from not implanting a bifurcate or aui may have contributed to the type ib endoleak. No clear aneurysm rupture was identified from the CT¿s provided. There appeared to be adequate device overlapping of the 3 stent grafts and there was minimal device angulation observed at the 2 year follow-up. Lack of earlier follow-up¿s may have contributed to the events. It is possible that disease progression and/or aneurysm morphology changes may have also contributed. It could not be determined if the patient¿s death was related to the stent graft or to the patient's many reported comorbidities. Concomitant medical products: (B)(4). (B)(4) off-label, unapproved or contraindicated use (not implanting a bifurcated system); (B)(4) failure to follow instructions (no follow up imaging was done). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in patient for endovascular treatment of a 73 mm abdominal aortic aneurysm. It was reported that, approximately two years after the index procedure, the patient presented emergently with back pain. A CT scan was performed and the CT scan showed the patient's aneurysm had grown 5 mm from the initial scan before the implant of the endurant stent grafts. There was no aneurysm rupture observed. The patient's primary care physician and surgeon both believe that there was no urgency and that the patient was stable. They made a follow up appointment for the following week and the patient was sent home. The patient expired at home ten days later. The physician believes that the death was not related to the stent graft because of patient's many comorbidities and that the patient had a thoracic surgery done recently; however, it is possible that the aortic aneurysm may have ruptured. The patient did not have follow up imaging done after the index procedure until the new scan, thus no comparison can be made.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.